Event description:
It was reported that the user experienced bluetooth connectivity issues between a dexcom g7 sensor and the ilet, resulting in signal loss without identified responsible device. Symptoms included no reported adverse clinical effects and no alerts or alarms from the system. Outcomes included continued insulin therapy without interruption and no impact to blood glucose values. Investigation included guided troubleshooting and education, including toggling dexcom g6/g7 settings, restarting the ilet, and advising a 30-minute window for reconnection. Investigation of this case revealed that the system functioned as designed after standard reconnection steps, and no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or use-related connectivity interruption resolved through standard troubleshooting.